Event description:
It was reported that a device was used during an unknown procedure. The device would not fire as usual. The surgeon released the trigger and fired again. The device did not staple the tissue. The o.r. Time was extended by fifty minutes.